Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient is unable to recharge his ipg. Troubleshooting was attempted using his charger and a second charger and neither was able to communicate with his ipg. The patient was recently implanted on (B)(6) 2016; however his ipg is turned off due to no charge. Surgical intervention may be pending to revise the ipg pocket site.

Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2016, where his ipg pocket was revised. The issue is now resolved.